Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(4), batch: 146849/158654.

Event description:
It was reported that the patient underwent an explant procedure due to the spinal cord stimulator (scs) device being nonfunctional. No further information has been obtained despite good faith efforts.